Event description:
It was reported that pump experienced recurring malfunction alerts with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, agreed to continue using pump temporarily with alternate insulin method if needed. Technical support arranged shipment of replacement pump with updated software.